Manufacturer narrative:
(B)(4).

Event description:
A report was received stating a tracheal tube's cuff did not properly inflate. There was no patient involvement. There is no death or serious injury associated with this event.